Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken inner tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely root cause could be a double shot. When this happens the machine will give off another shot of plastic, which will burn the plastic already there.

Event description:
It was reported that the inner tube of the bd vacutainer® citrate tnt pet tube with trans blue hemogard¿ was broken. This resulted in a blood leak. No injury or medical intervention reported.